Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer received multiple no delivery alarms on the insulin pump during the night despite set changes. Customer declined to troubleshoot for the recurring alarms. Customer's blood glucose reading at the time of the call was 338 mg/dl. Customer was advised that the device will be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.